Manufacturer narrative:
The manufacturer has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
During insertion the guidewire met with resistance. When the user tried to remove it, the guidewire frayed, unraveled, and fragmented. A small piece of guidewire remained in the pt but not in the vessel. They were going to leave the piece inside, but after x-raying the area, they decided to remove it.